Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with minitape sling and minimesh. Later the patient experienced fever, abdominal pain, pelvic abscess and hospitalization with IV antibiotics, followed by a debridement of the abscess. A full explant and complete excision of the vaginal mesh were performed.